Event description:
The customer reported a failure to alarm for ventricular tachycardia. There was no reported adverse event associated with the reported malfunction. A review of xhibit central station log files and retrospective patient waveform data was received and reviewed. It was confirmed there was a run of ventricular tachycardia beats, however an alarm did not trigger. There was no indication that a user had disabled or modified the alarms associated with vtach. At this time it cannot be determined why the beats were not classified as ventricular. A spacelabs product support specialist will continue to investigate a possible cause. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.